Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of l5-s1 lumbar degenerative disk disease. He underwent following procedure: anterior lumbar interbody spinal fusion l5-s1 with placement of a semi-lunar cage with interbody cage l5-s1. Anterior fixation l5-s1. Per op note, excellent exposure was made of the l5-s1 disc space. The disc was removed and cleansed using pituitaries, elevators, and curettes. Progressively increasing sized cages were placed into the interbody area until a large footprint 15 degree angled cage measuring 13 mm height were placed into the interbody area with a small bone morphogenic protein. Three trans fixation screws were then applied without complications. (B)(6) 2009, the patient presented with pre-op diagnosis of severe degenerative disk at t11-t12 and underwent anterior spinal fusion t11-12 with placement of semilunar cage t11-12. Anterolateral spinal fixation t11-12 with spinal fixation plate.